Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced trouble with tremors, difficulty eating to the extent that food had to be placed in their lap, and social withdrawal due to embarrassment about being unable to handle food. The patient inquired whether the device was functioning correctly and reported that pressure had been applied to the stimulator during a mammogram. The patient stated that adjustments to device settings did not improve symptoms and that the physician indicated the battery was functioning as expected. The patient was advised to consider an impedance test or imaging to assess device function and was redirected to their healthcare provider for further evaluation.